Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery. On 01/13/15 a 5.5x150x120mm supera self-expanding stent system (sess) was implanted and on (B)(6) 2015 the patient came in complaining of claudication. Re-stenosis was confirmed with angiography. Intervention with another stent was done in order to treat the total occlusion of the supera stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effects of stenosis and claudication are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. (B)(4).